Event description:
Rptr was teaching sterile technique to nursing students using latex gloves and her eyes swelled shut. Then she was at the dentist's office getting her teeth examined and again she had difficulty breathing and her eyes swelled. Blood was drawn the same day and it came back 1+ for latex allergy. (Also see 1008795).